Event description:
Camera used for taking pictures failed. The camera appeared to be taking pictures, but no images were captured. Styker video technician repaired camera equipment; however, was not able to print the pictures taken by the surgeon. Manufacturer response for stryker endoscopy camera, stryker (per site reporter), user error.